Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be 'holes too big¿ with a potential root cause of 'wear tooling.¿ the lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿important: check for fluid entering closed wound suction evacuator. Lack of flow may indicate all exudate has been removed. Check all connections for air leaks and wound tube perforations for exposure above skin. Several activations of the closed wound suction evacuator may be required to establish suction because of: air entering partially closed wound; an operative air pocket. The attached strap may be used to secure the evacuator to the patient. Precautions: avoid suturing through the drains to minimize the possibility of breakage. Drains should lie flat and in line with the skin exit path. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage during/after removal. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or blunt instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Warning: drain breakage may require surgical removal."

Event description:
It was reported that when the drain was being removed postoperatively it broke; there were pieces left inside of the patient resulting in the patient having to go back to surgery. It was also reported that the drain was inserted on (B)(6) 2019 and removed on (B)(6) 2019.